Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. Treatment rendered was not reported. At the time of this report, the patient was still hospitalized. The patient was recovering from this peritonitis event. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12h27051. No exceptions were observed that were related to the reported condition. The sample was not returned and the lot number is unknown, a device analysis cannot be completed.